Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On approximately (B)(6) 2014, a dye study was done; the pump and catheter were found to be functioning properly. The dye study was conducted because the patient came in weekly for dose increases, so the physician wanted to ensure that the catheter was intrathecal and the device system was functioning. The patient went into the office on (B)(6) 2014 for a refill and the physician was unable to access the refill port. An x-ray was done the same day and it was determined that the pump was flipped. The patient was referred to a surgeon. The patient had no symptoms or complications associated with the event. The patient was taken to surgery on (B)(6) 2014. The catheter was not kinked or curled which lead them to believe that the patient was no moving the pump. The strain relief loop was noted behind the pump. The pump was definitely flipped. It was unknown how/why the pump flipped. The patient was doing fine after the revision. The device system was delivering dilaudid.